Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the electrical safety test is not passing. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date rec¿d by MFR : 30aug2019. The manufacturer's service technician confirmed the device not passing the electrical safety test. The technician replaced the front proximal port to address this issue. The unit was checked overall, run in tested, cleaned, and functionally tested, and no abnormality was confirmed. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the electrical safety test is not passing. There was no patient or user involvement.